Manufacturer narrative:
UDI # (B)(4).

Event description:
It was reported that usb cable for tablet is faulty. Additional information was received that the exact date of the event is unknown. It was reported that the programmer did not even try to communicate on several occasions and was resolved by replacing the usb cable connector. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.